Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 07-jul-2020. The most recent information was received on 23-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("haemorrhage"), arthralgia ("joint pain"), myalgia ("muscle pain"), urticaria ("urticaria"), depression ("depression"), visual impairment ("vision disorders") and vertigo ("vertigo"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, myalgia, urticaria, depression, visual impairment and vertigo outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, genital haemorrhage, myalgia, pelvic pain, urticaria, vertigo and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("haemorrhage"), arthralgia ("joint pain"), myalgia ("muscle pain"), urticaria ("urticaria"), depression ("depression"), visual impairment ("vision disorders") and vertigo ("vertigo"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, myalgia, urticaria, depression, visual impairment and vertigo outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, genital haemorrhage, myalgia, pelvic pain, urticaria, vertigo and visual impairment with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.